Manufacturer narrative:
Lifescan has requested the return of the subject d strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the patient and will be sending a letter to obtain more clinical information. The patient called alleging high readings on her lfs meter. The last time she used the meter was approximately three months ago. She had no energy and felt thirsty, experienced frequent urination, and her feet cramped and swelled. She tested on the meter and received a reading over 400 mg/dl. No information on the time the patient went to the hospital. She was treated with IV, insulin and diabetes medication. No information on what the reading was in the hospital. The test strips that the patient had been using were in good condition and not expired. Code # matched and the test strips failed twice using the control solution. Customer service replaced the test strips and control solution for the patient. Based upon the information that was provided, this case is being reported as a malfunction, since the test strips failed using control solution. The pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury. The meter read over 400 and was treated with insulin in the hospital.